Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the balloon detached. An extractor rx 9-12 mm had been advanced to retrieve stones in the common bile duct. While performing a balloon sweep, the balloon detached from the catheter and lodged in the unspecified type of scope. No balloon fragments fell into the patient. The procedure was completed with an unspecified type of stent. There were no patient complications reported with the patient's current condition listed as "fine".